Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the follow up report.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2018-12641. Reference MFR report: 1627487-2018-12658. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2018-12641. Reference MFR report: 1627487-2018-12658.